Event description:
It was reported that a pump was alarming no disposable. Silenced the alarm, reviewed settings and closed the clamp. Removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and open the clamp. Started the pump. Pump was running. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.